Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a triathlon baseplate was reported. The event was confirmed by medical review. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided to a consulting clinician for a review which was rejected stating - "x-ray confirms fracture. Need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components." Device history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that the patient had a fracture of the tibia. The available medical records were provided to a consulting clinician for a review which was rejected stating - x-ray confirms fracture. Need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. The root cause could not be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
On (B)(6) 2019, initial procedure did. On (B)(6) 2019, it was fractured a tibia as plan.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
2019/7/17, initial procedure did. (B)(6) 2019, it was fractured a tibia as plan.